Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 150 mg/dl. Customer did not report the motor position encoder error alarm. Customer was able to complete the pump rewind. Customer stated that pump alarm history contains more than one motor error alarm within the last 30 days. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated there was cracked on top of the reservoir compartment. Customer was advised pump needed to be replaced. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 44 mg/dl. The customer was treated with food.